Event description:
Patient reported with imaging results "psychologically shaken", "cysts", "the presence of seroma on the left breast", "microcyst with high protein or hemorrhagic content in left breast" and "rotation". Healthcare professional reported "discomfort" and "seroma". Healthcare professional additionally reported patient is psychologically shaken and does not want to be implanted". The device remains implanted. This record relates to the left side.

Event description:
The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional additionally reported patient experienced the events of ¿discomfort¿ and "is psychologically shaken and does not want to be implanted".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was seroma-late. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported with imaging results " the presence of seroma on the left breast". The device remains implanted.